Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level of 642 mg/dl and was hospitalized on (B)(6) 2017. The customer¿s current blood glucose level was 286 mg/dl. In hospital the customer blood glucose level was brought below 500 mg/dl. The customer had symptoms such as nauseated, difficulty breathing and headache. The customer was treated in emergency room. The customer went to eat and had high blood glucose as she did not had enough insulin delivered as the cannula was bent. The customer declined troubleshoot of the high blood glucose level. The customer was wearing the insulin pump prior during the hospitalization. The customer performed self-test and was passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test.